Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the basic occlusion test as a result of a protruded/loose drive support disk. The device was received with missing end cap sticker and scratched display window.

Event description:
The customer reported that the insulin pump alarmed while priming the infusion set. The blood glucose reading was 138mg/dl. No further information was provided.